Event description:
Caller alleged discrepant inratio2 inr results. The patient has been testing with the inratio device since (B)(6) 2014 and results are around 2.5 each time. Results are as follows: date: (B)(6) 2014; inratio2 inr: 5.0, 2.8 and 2.4. Therapeutic range: unknown. The time between the inratio2 resting was within ten (10) minutes. On (B)(6) 2014, two (2) days later, the laboratory inr was 7.0. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.